Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer had not addressed bg at time of troubleshooting.